Event description:
It was reported that: patient broke her hip on (B)(6) 2012 and had revision surgery on (B)(6) 2012. Prior to breaking her hip, patient had no pain. Patient stated that the reason for call is to report that hip broke and had revision surgery. Patient is also reporting that they do not know how the hip broke.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.